Event description:
As a result of a review of our MDR procedure with FDA it was determined that events in clinical studies should have been reported within a 30-day timeframe. We are filing these late reports as directed by the rsmb staff. The pt experienced a post dural puncture headache. The pt was given oral fioricet, tylenol, compazine, and advil. The pt also had a blood patch. The outcome of the event was reported as "ongoing".